Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-18652. It was reported that the right atrial lead and the right ventricular lead were plugged in the incorrect locations in the header of the device. On (B)(6) 2019, the leads were repositioned into the correct header. The patient was in stable condition and discharged.